Event description:
The pt was revised because of pain and instability.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported pain and instability. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info br received, the investigation will be re-opened.